Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that the insulin pump has been alarming with motor errors over the past couple weeks. The patient's blood glucose at the time of incident is unknown, but his most recent reading was 115 mg/dl. Troubleshooting was initiated for the motor error alarm, and the customer was able to rewind the pump. Additionally, the customer stated that the whole right side of the reservoir compartment was chipped off. He mentioned that the damage occurred while changing his infusion set three days prior to the call. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed rewind, basic occlusion and displacement tests. No motor error alarm during our testing noted and the motor passed motor test. The insulin pump has cracked case at the display window corner, battery tube threads, broken reservoir tube lip and minor scratched display window.